Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 12-sep-2019 and inspection of the unit was performed on 13-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, distal tip annual maintenance, passed dry leak test, passed wet leak test, elevator body sticking, insertion tube coating peeling off at stage 1, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 26-sep-2019: deflector operating wire, remote control button, o-rings and seals, distal case/cap. The duodenoscope was delivered to the customer on (B)(6) 2019 under delivery order (B)(4).